Manufacturer narrative:
H2) the following text should have been included on the initial regulatory report for this event: g2) foreign country: australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was inaccurate after registering the patient. They were demonstrating ent software on the navigation system. No known impact to patient outcome. There was a surgical delay of less than one hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the logs and archives were reviewed. The provided logs contained four sessions on the date of the issue. It was noted from the logs that two patients were used in two different sessions for registration, resulting in registration within the acceptable error margin of 5mm. However, no abnormalities related to the reported inaccuracy were captured in the logs. The provided archives consisted of three anonymized patient archives, with two of them containing registration data. Here were some observations from the provided archives: both the archives were having one CT scan with 181 slices. In both scans, the superior and posterior parts of the patient's head were truncated. Archive-1 contained one registration data with an error metric of 1.2 mm, while archive-2 included two registration data points with metrics of 3.8mm and 1.4mm respectively. The user collected most of the trace points on the cheeks and other soft tissue. It was always recommended to collect points on the bony structure using the christmas tree trace pattern for improved accuracy. Additionally, some points were collected outside or above scanned regions (in air), flagged as red by system. It was suggested to include the superior part of the head for getting more area for tracing. Also, few points were sunken inside the skin. Su ggesting to use lighter touch while collecting the trace points. Based on the logs and archive analysis, suspected the issue with the trace pattern might have resulted in the reported inaccuracy but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field and the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.